Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure the coag button on the e-sep pencil was not working. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is event #2 of 3.

Event description:
It was reported that during a procedure the coag button on the e-sep pencil was not working. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported. This is event #2 of 3.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation device is available for return.